Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the probe vitreous cutter did not cut all the way during a vitreoretinal procedure. The surgeon still managed to finish the case without changing the product, however, stated that the probe cutter "seemed like it was cutting halfway". Add'l info has been requested for this report. A product sample has been requested for eval.